Event description:
On (B)(6) 2022: the customer reported recurrence of false positive results using the aries sars-cov-2 assay. The customer previously reported a similar issue and was instructed to contact luminex technical support if this issue recurred. The customer observed the first false positive on (B)(6)2022 using lot ab5283a. The customer reported multiple false positive results with patient samples. Run #1 result: sars-cov-2 positive and run #2 result: sars-cov-2 negative.

Manufacturer narrative:
In review of all case details against the criteria set forth in document 00043 (medical device reporting standard operating procedure) and its applicable appendices, this complaint does not meet the requirements for an MDR in the countries where the device is sold or distributed. However, the MDR is being submitted to us FDA pursuant to the obligations of the emergency use authorization, and per communication received from FDA on october 7, 2020.